Event description:
A surgeon reported that a scissors tip was found to be bent after inserting it through a trocar cannula during surgery. The trocar cannula was intentionally pulled out of the patient's eye in order to remove the scissors tip with no harm to the patient.

Manufacturer narrative:
A sample has been received and is awaiting evaluation. The device history record for the affected lot was reviewed. No abnormalities that could have contributed to this event were found in the production documentation and the sample was released according to acceptance criteria. A 100% final inspection is performed for this product. A root cause has not yet been identified. (B)(4).